Event description:
It was reported that during a review of this subcutaneous implantable cardioverter defibrillator (s-ICD) a sign of an infection was seen due to secretion coming from the wound site. The patient noted that approximately ten days ago the patient attended the emergency room and was ordered to be treated with oral antibiotics which did now show any improvement. The physician elected to hospitalize the patient for management and provided antibiotics once again. The patient will be evaluated, and a possible explant will take place if no improvement is seen. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a review of this subcutaneous implantable cardioverter defibrillator (s-ICD) a sign of an infection was seen due to secretion coming from the wound site. The patient noted that approximately ten days ago the patient attended the emergency room and was ordered to be treated with oral antibiotics which did now show any improvement. The physician elected to hospitalize the patient for management and provided antibiotics once again. The patient will be evaluated, and a possible explant will take place if no improvement is seen. Additional information noted that this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a review of this subcutaneous implantable cardioverter defibrillator (s-ICD) a sign of an infection was seen due to secretion coming from the wound site. The patient noted that approximately ten days ago the patient attended the emergency room and was ordered to be treated with oral antibiotics which did now show any improvement. The physician elected to hospitalize the patient for management and provided antibiotics once again. The patient will be evaluated, and a possible explant will take place if no improvement is seen. Additional information noted that this device was explanted and replaced with a competitor device. The device was not expected to be returned. No additional adverse patient effects were reported. No additional adverse patient effects were reported. The device remains implanted.